Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that onetouch ultralink meter is giving inaccurate high reading of ¿381 mg/dl¿ compared to another meter reading of ¿96 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. The patient manages her diabetes with an insulin pump. The alleged inaccurate high issue began on (B)(6) 2014 at 3 pm. At the time of concern, the patient took her usual dose of novolog insulin (5 units) per the lfs meter reading. At around 4 pm, the patient reportedly developed symptoms of ¿dizzy and shaky.¿ at 6 pm, the patient administered self treatment with food and drink. Around the same time, the patient tested at ¿381 mg/dl¿ on the subject meter and ¿96 mg/dl¿on another meter. During troubleshooting, the patient confirmed the meter to other meter comparison was taken within 30 minutes of each other. The unit of measurement was correctly set. The test strips were in good condition and within the discard date. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because, the patient claimed she took insulin based on an alleged inaccurate high reading and developed symptoms suggestive of hypoglycemia. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Follow-up # 1 - 7/9/2014 device evaluation. The lay user/patient¿s products have been returned on 6/26/2014 and evaluated by lifescan product analysis on 7/7/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.